Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found a broken haptic. Dimensional inspection found the lens to be within specification. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search:no similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.0/1.0/127, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a same length different model lens due to lens rotation not associated to a low vault. This exchange resolved the problem. Cause of event was unknown.